Event description:
Following an atrial fibrillation + atrial flutter ablation after extubating, the patient went into cardiac arrest. CPR was performed and the patient left the room intubated. The procedure had been completed; all catheters were pulled from the patient and the access site was closed. The tactiflex was used without issue during the ablation portion of the procedure. Imaging was performed to help determine the cause of the cardiac arrest. The physician alleged the cardiac arrest was most likely related to poor pulmonary function (patient had pulmonary sarcoidosis) and airway obstruction upon extubating the patient but could have also been caused by amiodarone or anesthetics.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac arrest remains unknown. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.